Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 98% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Following pre-dilatation with 1.2 x 12mm emerge balloon catheter, a 1.50mm x 15mm emerge balloon catheter was selected for use. However, during procedure, the balloon burst. The protector tip was also noted to be damaged. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.